Event description:
Head and neck pack opened on back table. Remainder of disposable/non-disposable items opened into basin and onto back table. Mayo stand covered wtih mayo stand cover from inside pack. Instrument pan placed on mayo stand. Upon separating items, it was discovered that the red dye from the needle box had bled onto the suction tubing. Entire table was torn down, transport of patient to operating room was halted. Case was re-pulled from stat room and pyxis. Room turnover delayed by 22 minutes.